Event description:
The patient underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6) 2014. The access vessels were small and had significant calcification. The iliac vessels were ballooned and self-expanding stents were deployed in the common iliac arteries. After dilation of the iliac arteries, the physician was able to advance and deploy the aortic body and iliac limbs successfully. Upon final angio a type ia endoleak was observed, which ballooning did not resolve. The physician planned to bring the patient back in one month to evaluate the endoleak and the need for a re-intervention. As of the one month follow-up, the endoleak persists and there has been no re-intervention for this patient. Based on the pre-case CT for this patient, the aortic diameter and the vessel angulation were outside the IFU treatment specification. The physician had elected to treat the patient with the device since the patient had limited options given the patient's access vessels. The cause of the endoleak is therefore implantation of a graft that was not appropriate for the patient's anatomy.